Event description:
The patient was in the or for splenectomy and liver biopsy. While nserting a guide wire for central line, the patient went into v-tach. V tach resolved with administration of meds. Catheter insertion continued. Chest x-ray revealed guide wire still in place. The cap was still on the end of the catheter and wire could not be grasped. The catheter was removed. A new catheter was threaded over the wire. Wire removed. Patient was able to have surgery without further complications. Time in or prolonged due to incident as delayed start of surgery.